Event description:
According to the reporter in (B)(6), the tip of the coronal rod bender right broke off while bending cobalt chrome rods in the patients body. The tip of the bender was retrieved and discarded. The case was completed without the benders. The broken coronal rod bender (without tip) will be returned for investigation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The product development evaluation noted the tip of the bender was broken off; the break is on the tip farthest from the handle and is where the slot transitions to the radius that fits around the rod when in use. No other damage is evident. Material analysis was performed on parts returned on previous complaints indicated that the process of welding 440b material around the perimeter of the rod slot is creating an as-cast condition in the welded material. This increased carbide formation in the surrounding substrate (420a), making the materials more brittle and less tough than they would be in their typical wrought forms. In response to the previous, similar valid complaints changes to the raw material, tip geometry and manufacturing process were initiated, in (B)(4) 2011, to improve the strength of the tips. This device was manufactured in may 2011 prior to the changes made. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).